Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: (B)(6) hospital.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the suture did not come out after the plunger was pushed in and pulled out. The sheath was upsized to an 18f sheath and the tavi procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported difficulty and subsequent treatment appears to be related to operational context. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.